Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a non tortuous rca ostium lesion exhibiting 80% stenosis and no relevant calcification. No damage noted to device packaging and no issues removing the device from the hoop/ tray. The device was not inspected and negative prep was not performed. The lesion was pre-dilated. A standard jr 5 6f medtronic guiding catheter was used via radial arterial left access. During the procedure, the device did not pass through a previously deployed stent. The device was not kinked or re-straightened during use. No resistance was encountered when advancing the device and no excessive force used. The stent was advanced without abnormalities through the guiding catheter and left the tip of the guiding catheter approx. 1-2 cm. Then when trying to find the ideal position for implantation could not be pulled back. It was reported that a detachment of components occurred during advancement through the guide catheter. The device then broke in the middle of the shaft into two pieces and it was not possible to move the device back or forth. No detached portion remained in the patient. The distal part of the balloon catheter was removed using a 3,0 x 10 mm falcon balloon. This fixed the distal part of the device in the guiding catheter. Then the trapped part was pulled back into the guiding catheter. The balloon was carefully pushed forward, stretched and pulled back the material deposited on top and could be pulled out. After successful removal of the broken stent device the procedure was successfully completed after implantation of 3 additional stents (2,75 ×30 mm integrity resolute, 3,0 ×12 mm integrity resolute, 2,5 ×30 mm integrity resolute). Post procedure the patient is alive with no further injuries.

Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the hypotube 44.2cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3cm and 11cm proximal to the detachment site. If information is provided in the future, a supplemental report will be issued.